Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, low purge pressure alarm was noted. The health staff tried to troubleshoot by purge cassette replacement, but the alarm did not resolve. As a result, pump was explanted and replaced with a ventricular assist device. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The clinical evaluation found, on the 5th day of the start of support, the purge flow rate gradually increased and the pressure decreased to about 200 mmhg. Checked the purge line, but there was no looseness or damage to the side arm, and there was no liquid leakage. The event was not improved even though the purge cassette was replaced. Heparin 5 units / ml was added to the purge solution 5% glucose solution, but the event did not improve even if the glucose solution was changed to 10%. Since the transition to external body ventricular assist device was scheduled to be carried out in about 4 hours, the support was continued. In addition, activated clotting time, units of seconds (measure of blood¿s ability to clot) etc. Could be managed in about 200 to 240 seconds as instructed by the surgery, and there was no adverse event. The cause of the low purge pressure was use related since the issue occurred following a purge bag exchange. This report is being filed as part of a retrospective review of historical records.